Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced abnormal menstrual bleeding, dyspareunia and profound pain. Urogenital colposcopy was performed showing vaginosis. Additionally, the patient experienced constant nausea and stress urinary incontinence and pressure behind pubis. Diagnostic hysteroscopy and ablation of the endometrium was performed. Pathology performed on uterine neck and endocervical curettage showed epidermoid lesion and hpv. Mesh was observed in the meatus with palpation. Flex cystoscopy performed for possible erosion and dyspareunia. Normal urological evaluation. Recurring vaginal infections. Vaginosis most likely caused by erosion of mesh. Recommend complete excision of the sling and repair.